Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an error a or e code. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had louder grinding noises during rewind and random no delivery alarms couple of times. The insulin pump will not be returned for analysis.